Event description:
It was reported that, during a tka, the impactor was inadvertently placed upside down on the jrny ii bcs femoral cocr lt sz 4. The problem was noticed once the implant was placed on the femur with cement, and the impactor did not dislodge. Surgeon attempted to dislodge it with a mallet, which then caused a fracture of the lateral condyle. The fracture was repaired with three (3) screws and remainder of procedure completed. The same impactor was used and surgery was prolonged for 15-20 min. Fracture caused patient prolonged recovery with only partial weight bearing, including unexpected rehab hospital care.

Manufacturer narrative:
Initial MDR report. Internal reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the documentation provided, a user/procedural error contributed to the reported event. No clinical factors have been identified as a potential root cause. The patient impact included the reported bone fracture with subsequent 3-screw reduction, surgical delay, ¿prolonged recovery with only partial weight bearing, including unexpected rehab hospital care, and is still ongoing¿. Further patient impact cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in indications, contraindications, and adverse effects that the preoperative planning and meticulous surgical technique are essential to achieve optimum results. Considerations of component placement are critical to minimize a variety of postoperative complications. Warnings and precaution section states that during curing of cement, care should be taken to prevent movement of the implant components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.